Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro activated and would not turn off. This was the 2nd failure as one happened just before this. They finally got a new cord and used a 3rd hemopro and had no issues. There is a complaint for the first one that failed. This complaint is for the 2nd hemopro that failed. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro activated and would not turn off. This was the 2nd failure as one happened just before this. They finally got a new cord and used a 3rd hemopro and had no issues. There is a complaint for the first one that failed. This complaint is for the 2nd hemopro that failed. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro activated and would not turn off. This was the 2nd failure as one happened just before this. They finally got a new cord and used a 3rd hemopro and had no issues. There is a complaint for the first one that failed. This complaint is for the 2nd hemopro that failed. . The hospital did not report any patient effects. Related to (B)(4).